Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No low battery alert or replace battery now alarm noted during testing or in the pump trace download. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
Customer reported via phone call that the insulin pump had replace battery alarm. Customer blood glucose level was unknown. Customer also stated that the insulin pump had low battery alert prior to the replace battery alarm. It was also stated that the battery cap not loose, cracked or damaged. The device will be returned for analysis.